Manufacturer narrative:
1 x zebd-7-4 of lot # c1726302 was returned to cirl for evaluation open in its original packaging. A second file was opened as result of the information contained within this file. The second stent was placed with a 0.025 wire and complaint file will investigate this complaint. A kink was observed at the 2nd and 4th porthole on the tapered end. A 0.035-inch wire guide did not pass the kink. Prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-4 of lot number c1726302 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1726302. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user attempted to advance the stent over a wire guide using the straightener but failed due to a kink in pigtail part. It was replaced with another zebd-7-4(lot unknown) to complete the procedure. The patient did not experience any adverse effects due to this occurrence. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact. 1. Please indicate where the device was stored prior to use. - stock in the hospital. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* - olympus / visiglide 0.025inch. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? - yes. . 3b. If yes please indicate the procedure performed. - est. 4. Was the wire guide inspected for damage prior to use? - yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? - yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? - no. 7. If not with the device in question, how was the procedure finished? - with another zebd-7-4. 8. Was a straightener used to straighten the stent? - yes. This report being submitted is a complete follow up MDR where the reporting date used is the lab evaluation date (02-oct-2020) which takes priority over the qe sign off date (23-oct-2020).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user attempted to advance the stent over a wire guide using the straightener, but failed due to a kink in pigtail part. It was replaced with another zebd-7-4(lot unknown) to complete the procedure. The patient did not experience any adverse effects due to this occurrence. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact? Please indicate where the device was stored prior to use. - stock in the hospital. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus / visiglide 0.025inch. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Yes. If yes please indicate the procedure performed. Est. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another zebd-7-4. Was a straightener used to straighten the stent? Yes.